Event description:
Complainant alleged that during functional testing, the associated device prompted a "unit failed" message using these electrode pads. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.